Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient has been for adjustments on the pacemaker several times since implant. The patient continues to get dizzy, lightheaded and short of breath. Patient will continue to work with their doctor. The device is still in use. No further patient complications have been reported as a result of this event.